Manufacturer narrative:
Summary of evaluation. The device in this event was returned to howmedica r&d biological affairs dept for a histological examination at the request of dr of epworth medical centre, victoria, australia. This event would not be associated with the device.

Event description:
An acetabular cup was revised for unk reasons.